Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1056 - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. Intracardiac echocardiogram (ice) was used during procedure. Initial evaluation under ice showed that a small pericardial effusion was present. The amulet occluder was placed and implanted without difficulty. The patient was placed under general anesthesia and administered heparin for procedure. The patient had a minimum activated clotting time (act) level of 125 seconds and a maximum act level of 269 seconds. The patient had a normal sinus rhythm at the start of procedure. Post procedure, the pericardial effusion was larger. A subxiphoid pericardial drain was placed. A transesophageal echocardiogram (tee) was performed, and there was no evidence of perforation or active bleeding, but blood continued to drain from the pericardial space. Patient was treated with clotting promoter medications desmopressin and tranexamic acid. A repeat echocardiogram showed no significant residual pericardial effusion. The monitoring of the drain output improved by the hour. The patient was admitted to the intensive care unit (ICU) for continued monitoring. Patient received blood transfusion. On (B)(6) 2023, the pericardial effusion had resolved on echocardiogram, and the pericardial drain was removed. It was also noted that the patient developed an onset of atrial fibrillation with heart rates of 200 beats per minutes. The patient complain about shortness of breath and was given 3l of supplemental oxygen. The patient was started on a continuous infusion of amiodarone. On (B)(6) 2023, the patient returned to a normal sinus rhythm. It was also noted that the patient complained of continued chest pain following removal of the pericardial drain. Another echocardiogram was performed and revealed no changes. The patient was administered colchicine for treatment of pericarditis.

Event description:
Clinical information: (B)(6) - advance laa, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the pericardial effusion did not lead to cardiac tamponade. The pericardial was always in the pericardial space. It was noted that during procedure only a single deployment of the 28mm amplatzer amulet left atrial appendage occluder occurred and the occluder was never retracted or re-positioned. There was no difficulty implanting the occluder. The patient's atrial fibrillation is believe to have been an exacerbation of the patient's pre-existing condition. On (B)(6) 2023, it was noted that the patient complained of worsening right arm pain. A transthoracic echocardiogram and electrocardiogram were performed and proved to be within normal limits. A computed tomography angiogram, without contrast was performed and revealed a possible esophageal perforation. A computed tomography scan of he chest confirmed a perforation of the proximal esophagus extending deep into the neck space. There was also signs of associated soft tissue emphysema of the bilateral neck. The patient had increased pain and oxygen demands. It was also noted that the patient had slightly distant heart tones, lung sounds with scattered pops and wheezes with labored breathing. The patient also had bilateral edema of the lower extremities. The patient was placed on antibiotics. On (B)(6) 2023, the decision as made for the patient to undergo surgical repair of esophagus and rotational strap muscle flap. The esophageal perforation is believe to have been from removal of the transesophageal echocardiogram probe used for diagnosis of pericardial tamponade. There was no allegation of malfunction against the abbott device or procedure. The patient was recovering at the time of report.

Manufacturer narrative:
An event of atrial fibrillation, dyspnea, angina, pericarditis, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.